Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer experienced an elevated blood glucose (bg) of 503 mg/dl; contact administered an insulin injection to address elevated bg. Reportedly, customer reverted to insulin injections for insulin therapy.